Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) is experiencing pain at the incision site of the leads. Details regarding the next course of action in this matter have not been disclosed. Concomitant medical products: the implant date is unknown for the device below: scs ipg; model: 3788.